Event description:
Surgeon used the versavit system for five cases. The first three cases went as planned. The aspiration light briefly turned yellow during the fourth case indicating an aspiration problem. The problem was resolved by cycling through the footpedal. The same yellow warning light was displayed approximately 20 minutes into the fifth case. The surgeon cycled through the footpedal and the problem was resolved. Ten minutes later, aspiration was lost. At that point in the case, the surgeon switched to a different vitrectomy system.